Event description:
Additional information was received to state that the stent remains implanted in the intended lesion site (common iliac artery).

Event description:
An attempt was made to use a complete se stent to treat a lesion in the common iliac artery. Vessel was not tortuous or calcified. The device was inspected and prepped prior to use with no abnormality noted. The device was advance to the lesion without any difficulty. However, it was reported that the release system was difficult to use resistance was encountered and force was required when turning, which caused a sudden and uncontrolled release of the stent. It was reported that the stent remained in the patient and no intervention was required. It was reported that no health hazard was caused to the patient. No clinical sequelae were reported. Evaluation summary: the stent was not present with the device. The shaft was kinked 7cm distal to the strain relief. The proximal end of the distal tip was flared and damaged. It was not possible to retract or advance the slider handle most likely due to hardened blood in the shaft.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Evaluation, results: related to operational context (vessel morphology/ landing zone not optimum). Conclusion: operational context contributed to event (vessel morphology/ landing zone not optimum).